Event description:
Pt was connected to pump on friday to infuse over 48 hours at 200/hr. Pt insisted on sat bag was not getting lighter in volume. Did not call clinic. Brought pump back 3 days later and bag is almost full by weight settings. Okay as is, question not working properly.